Event description:
I have been implanting dexcom g6 since late (B)(6) 2020. I have problems with all the sensor due to numerous times that needed calibration, did not show the appropriate sugar level compare to finger picked blood sample, and constantly having the message of "sensor error" temporary issue. Wait up to 3 hours." These are not a unique situation. Has happened with all the dexcom g6 sensors that I have implanted. Have spoken with the dexcom technical department almost on a weekly basis reporting the problems. Dexcom company solution have been to replace the sensors and the transmitter, but the problem is a recurring one. I have documented almost all the problems including the sensor serial and lot number. Spoke with the dexcom district manager for (B)(4) and he informed me that the dexcom glucose reading can be off +- 20 points which makes a huge different in the amount of intake insulin. I have communicated to the company that I am a disabled person with (B)(6) benefits and this situation is increasing my levels of anxiety not clearly knowing what my glucose levels is and have to recurred in multiple occasions to twice pick blood of my fingers (right and left hand) to have an average reading and calibrate again and again the malfunction sensors. I have again informed them, that I have to make life or death decision in the intake of insulin, especially when the dexcom sensor is reading below 80 down to 40. It has also decreased almost an average 100 points in any given situation, in which I have to double check with picking blood of my fingers. The company has been informed and I believe that even when I have asked to speak to someone in the clinical department that I can report this sensitive healthy matter it has been denied. Please note that it is the reading of the dexcom g6 the have read to the minimum of 40 up to the maximum of 250 when in reality in comparison with glucose blood finger picked there is in some occasions an average of 100 points difference. FDA safety report ID # (B)(4).